Manufacturer narrative:
(B)(4)

Event description:
Clinical follow-up received on 09/07/2017 indicated that there were no further increases to the medication regimen for the elevated postoperative iop. The patient¿s status improved, the medication was stopped, and the patient was recovered on (B)(6) 2017. The patient had also reported blurry vision on the same day following the cataract and istent procedure, which resolved without intervention.

Manufacturer narrative:
The device remains implanted in the patient. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Any omitted information was not available at the time of initial report. Attempts will be made to obtain the outstanding information. Iop increase is identified in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4).

Event description:
It was reported through a clinical trial that a patient underwent a routine and uncomplicated cataract extraction with intraocular lens placement followed by istent implantation. The patient presented on postoperative day one with an intraocular pressure (iop) increase greater than 10 mm hg above baseline requiring a same day paracentesis after which the iop improved to 20 mm hg. On postoperative day three the patient presented with an iop increase greater than 10 mm hg above baseline, which required same day paracentesis. The iop again improved to 20 mm hg. The patient was also placed on alphagan 1 drop twice a day. On postoperative day seven the patient presented with an iop increase greater than 10 mm hg above baseline requiring an increase of alphagan to 1 drop three times a day. Additional information will be requested.